Event description:
Nurse in field taking blood from an active hiv+ pt. Used a winged sampling set, after draw she tried to separate the tube from the assembly (this caused a recoil action) sticking the nurse with the needle end in the adapter.